Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in clinical technical summary ¿vascular complications¿, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the vessel diameter is unknown, but the patient¿s CT scan prior to the procedure demonstrated small femoral and external iliac arteries with significant plaquing. In addition, the common iliac artery was heavily calcified. The patient¿s small and heavily calcifiied arteries likely caused or contributed to the reported dissection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required

Event description:
As reported through the implant patient registry (ipr), the patient passed away at an unknown date. During investigation and review of patient medical records, the following was noted: the patient underwent evaluation for surgery, but was deemed too high risk of a surgical candidate. She subsequently underwent tavr via a left retroperitoneal approach to the common iliac. CT prior to the procedure demonstrated small femoral and external iliac arteries with significant plaquing. The common iliac artery was heavily calcified with just a few soft spots, one being just above the bifurcation. It was a very tight passage for the 23 fr dilator. That loosened the calcific intima and necessitated left common iliac endarterectomy at the conclusion of the procedure. There was an intimal dissection in the external iliac that required repair by means of transection and reanastomosis of the external iliac artery. At the conclusion of the procedure, the patient had good perfusion to both lower extremities. The retroperitoneal dissection was difficult simply due to vessel fragility with multiple tiny veins leading to a fairly significant hemorrhage over time, as this was a rather long case, with a particularly long time necessary to repair the valve itself for implantation. Blood loss during the procedure was estimated to be 6800 cc and the patient required 12 units of packed red cells, 3 units of ffp and 2 units of platelets. The patient was transferred to the ICU after the procedure, however, she had additional hypotension secondary to hemorrhagic shock. She underwent exploration of the retroperitoneal incision with evacuation of hematoma and a right femoral exploration with primary repair of the right external iliac artery. Her hemoglobin remained stable. She was able to be extubated the following day, but had significant hypoxia that was thought to be due to volume overload. She was diuresed because of this. She had an episode of atrial fibrillation with rapid ventricular response with a decrease in her blood pressure. She was started on amiodarone with some slowing of her heart rate, but her blood pressure remained low. She was started on neo-synephrine for blood pressure support. After this episode, the patient had a decrease in her mental status as well as a decrease in her renal function. Her baseline mental status never returned and her renal function continued to worsen. The family was concerned about her complicated hospital course and they felt that the patient would likely not be able to return to her previous quality of life as she would require a long course of rehab. They decided to make the patient comfort care. The patient passed away nine days post procedure from multi-organ system failure.